Event description:
The customer reported that this unit unexpectedly would shutdown.

Manufacturer narrative:
The customer reported that this unit unexpectedly would shutdown. The unit was evaluated at philips, and the failure was verified. The malfunction was resolved by replacing the optical switch assembly.